Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. The patient was being treated for a 5-6 cm in diameter abdominal aortic aneurysm with an infra-renal angulation of approximately 20 degrees. The proximal neck was 24-25 mm in diameter and had mild calcification and thrombus. It was reported that after implanting the stent graft, it was realized that the wrong stent graft size was used. The physician would have ideally used a 28 or 32 mm bifurcated stent graft, however a 25 mm stent graft was used instead. The cause of the incorrect size being used was due to the physician reviewing the pre-operative CT films for the incorrect patient; therefore initial sizing and device selection was incorrect. The stent graft was initially deployed 1 mm below the left renal artery and had a slight type I endoleak; however once the physician realized the incorrect stent graft sized was used, he intentionally pulled the stent graft down another 4-5 mm to make room for a cuff. An endurant cuff was implanted to resolve the type I endoleak. The stent graft was placed intentionally covering the left renal artery; a snorkel technique was used to keep the renal artery perfused. The cuff resolved the endoleak and the patient status was fine post-procedure. No additional clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Evaluation codes, results: inherent risk of procedure (endoleak, occlusion); failure to follow instructions (re-positioning stent graft after contra-gate deployment). Conclusion: operational context contributed to event (re-positioning stent graft after contra-gate deployment).